Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Pre-implant aneurysm and vessel morphology are unk. It was reported that the pt did not have routine follow-up. It was reported that the pt presented to the hosp with hemia, and an abdominal computerized tomography (CT) scan was performed. The CT scan demonstrated separation of the bifurcated stent graft and the aortic cuff with migration of both components into the aneurysm sac. The aneurysm neck was approximately 1 cm lenght with an angulation greater than 45 degrees. Aneurysm diameter was 6 cm. It was reported that the pt was scheduled for open surgical repair of the aneurysm to be performed on an unk date. The pt was reported to be stable.